Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened at the beginning of 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7042573.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device was not returned per facility policy.